Manufacturer narrative:
Training the workers and qc in injection mould workshop, pay special attention to the footrest when in production. Responsible person: (B)(4); date (B)(4) 2015. Proper protection for the wheelchair should be taken during transportation. Responsible person: (B)(4); date:(B)(4) 2015.

Event description:
The footrest have broken, will not stay up.